Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 119 mg/dl. The customer stated that device was dropped in the water. Customer reported that the water is visible in the device. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
No moisture damage was found on the electronics, motor, battery tube or vibrator assembly. However, moisture damage was found on the keypad traces during visual inspection. The pump also had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window.